Manufacturer narrative:
Visual examination of the returned product revealed a balloon "with a remanence". The balloon was inflated with 15ml of air and deflated; the balloon was deformed due to over-inflation by the user.

Event description:
According to the available information, the balloon did not completely deflate during withdrawal, creating a "pleated blistering" which increased the diameter and "added reliefs" making withdrawal difficult and painful for the patient.